Manufacturer narrative:
(B)(4). Investigation results: the analysis of the returned device found that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage applied during the procedure could have caused the failures noted. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60229 for the first stonetome and MFR report# 3005099803-2018-60228 for the second stonetome. It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during an attempt to perform a sphincterotomy. A second stonetome was used and the cut wire was also broke. Reportedly, no part of the devices detached inside the patient. The procedure was completed with a third stonetome, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event.